Manufacturer narrative:
A temporal relationship between the episode of abdominal pain during ccpd therapy, necessitating an in patient hospitalization and subsequent diagnosis of e coli peritonitis and the fresenius products/liberty cycler exists. The etiology and causality of this e.coli peritonitis event is unknown, patient received all medical interventions during hospitalization and there have been no other reported issues, patient to resume ccpd therapy. A follow up will be submitted following evaluation.

Event description:
On (B)(6) 2017 during a follow up call to the peritoneal dialysis registered nurse (pdrn) it was revealed this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for unknown period of time was admitted to the hospital on (B)(6) 2017 experiencing abdominal pain, e coli peritonitis. The peritoneal effluent culture report was positive for escherichia coli, and pdrn does not believe the causality is related to delflex. Patient was subsequently treated with antibiotics ( initially treated with vancomycin ( unknown dose, strength , route, duration) and then changed to gentamicin on an unknown date , additionally treated for hypertension condition and possibly has c-diff as patient is concurrently having diarrhea. It is unknown if patient received treatment for the c- diff or diarrhea. On (B)(6) 2017, during a follow up call to the pdrn, the patient experienced severe itchiness (unknown if patient required administration of antihistamines to control the itching. Which subsided once pd treatment was stopped. The pdrn stated currently the patient is doing okay, and continuing with pd therapy with a modification in the ccpd therapy plan to decrease in the number of exchanges from 4 to 2. On (B)(6) 2017, the patient was discharged to home after 8 days of hospitalization to continue on modified pd therapy on the cycler. Per the pdrn, the outcome of the peritonitis event is considered resolving.

Manufacturer narrative:
The cycler was returned, evaluated for an unrelated event, and returned before an evaluation related to this event could be performed. As such this event could not be evaluated against the cycler. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Cyler repaired before event was known.